Event description:
On (B)(6) 2020, lay user/patient contacted lifescan (lfs) USA, alleging that their onetouch verioreflect meter was displaying an error 5 message. During the call, the patient¿s mother also provided information regarding the alleged event. This complaint was classified based on information obtained from the customer care agent (cca) during the initial. The patient reported that the alleged error 5 message had been intermittent for several months (began on unknown date); however, advised that at 6 a.m., on (B)(6) 2020, the error message was continuously displayed on the subject device. The patient manages her diabetes with self-adjusted insulin (specific type and usual dose not reported) and the patient¿s mother stated that the patient did not make any changes to her usual diabetes management regimen in response to the alleged issue. The patient¿s mother reported that at around 6 a.m., on (B)(6) 2020, the patient began to ¿shake, sweat¿ and feel ¿lightheaded¿ which the patient reportedly associated with a low blood glucose excursion. The reporter (patient¿s mother) advised that the patient continually attempted to test with the subject device but was unable to obtain a blood glucose result due to the error 5 message. The reporter stated that the patient self-treated by drinking some orange juice. The reporter advised that the patient did not have a back-up meter available to test her blood glucose. At the time of troubleshooting, the cca established that the device was not being used for the first time at the time of the alleged event. The cca walked the patient through resolving the issue and noted that the retest was successful; the patient was able to obtain a blood glucose result. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event for an acute low blood glucose excursion after the alleged issue with the subject device began.